Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the claimant alleges the gamma 3 nail implanted failed shortly after the surgery, causing extreme pain, and limited range of motion. It is further alleged that the patient was revised.

Manufacturer narrative:
The evaluation revealed the nail to be the primary product. According to the event description a gamma3 trochanteric nail was allegedly revised after an implantation period of approx. 10, 5 months due to increasing pain. Further information was not available. General aspects: the gamma nail is a temporary implant. Loads on the device produced by load bearing and the patient's activity level will dictate the longevity of the device. Conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight, increased loading or material damage are clearly pointed out in the labelling. In this case the item was not available for investigation. It could not be determined if the nail had been damaged intra-operatively. Further, x-rays and medical records were not available. It could not be determined if the use of a trochanteric nail was an appropriate indication. It could not be determined if reduction was suitable and if the implant had been placed in correct position. Due to missing x-rays the course of bone healing could not be determined. Finally, it could not be determined for what reason the nail had been revised. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. With available information the event was not linked to a deficiency of the device. The file will be closed formally. In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Device was not received.

Event description:
It was reported that the claimant alleges the gamma 3 nail implanted failed shortly after the surgery, causing extreme pain, and limited range of motion. It is further alleged that the patient was revised.